Event description:
It was reported that with the device the temperature did not rise when the power was turned on before use on a patient. There was no patient involvement, and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the is a broken heater and blower. Heater and blower assy were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.